Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient thought that there might be something wrong with the ins because odd things had been happening. It was reported that the patient¿s spouse handed them a lightbulb and it lit up. The patient also stated that they flipped off a light switch in a room and the lights in the room stayed on until they removed their hand from the switch. The patient reported that they would occasionally feel a ¿surge of energy¿ in the arms. It was noted that the impedances were normal, and the surging would stop when the patient increased the stimulation. No further complications are anticipated.